Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the plastic tip broke off. Unknown how case was completed. There were no adverse consequences to the patient.